Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please note add'l device implanted in this pt: pxt231418/036482041.

Event description:
As reported, in 2005, this pt was implanted with gore excluder aaa endoprostheses. A CT taken in 2008, revealed aneurysm enlargement. The pt expired the following month, due to colon cancer. No further info is available.